Manufacturer narrative:
The reported device has been returned to conmed; however, the evaluation of the device has not been completed. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.device has not been checked in/evaluated.

Event description:
The sales representative reported on behalf of the customer that the (B)(4), 20/ca ultra nonstick 10ft, was being used during an unknown type of procedure on (B)(6) 2022 when it was reported, ¿diathermy pencil was stuck in the activating mode and the patient received a 2mm burn.¿ per the device incident report from the facility the surgeon was using diathermy, the button became stuck down as the diathermy was placed on the patient. Resulting in the patient receiving a 2 mm burn. The surgeon said he heard the diathermy still making a noise and thats when he picked it up and it was still operating. Further assessment questioning found that the patient sustained a 1st degree burn that was treated with a tegaderm dressing. The patient¿s current status is listed as ¿fit and well¿. There was no report of prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one plpul2020 in unoriginal packaging. Lot number was not verified. Performed a visual inspection, internally and externally the device does not have any obvious signs of abnormalities or defects. Performed a functional inspection using the esu system 7550 (c8406), the device functioned as intended. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown type of procedure on (B)(6) 2022 when it was reported, "diathermy pencil was stuck in the activating mode and the patient received a 2mm burn." Per the device incident report from the facility the surgeon was using diathermy, the button became stuck down as the diathermy was placed on the patient. Resulting in the patient receiving a 2 mm burn. The surgeon said he heard the diathermy still making a noise and thats when he picked it up and it was still operating. Further assessment questioning found that the patient sustained a 1st degree burn that was treated with a tegaderm dressing. The patient¿s current status is listed as "fit and well". There was no report of prolonged hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.